Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed via remote transmission. The patient was asymptomatic. A gradual increase in pacing impedance was observed. The lead was capped and replaced due to fracture on 10/14/2016. The patient was fine.